Event description:
Reported as " a tube fracture with a port leak".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on : 28/apr/08. Based on the serial number and implant date the device is assumed to be a taper ii. Analysis of the device noted breakage of the band tubing located near the stainless steel connector ( this is the portion of the tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage was noted in the band tubing which appears to have been caused by a sharp instrument. The breakage does not appear to be related to the reported event and may have occurred during port removal and replacement or may have occurred during its return to allergan corporation. Another breakage was noted in the port tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."